Event description:
Related manufacturer reference number: 2017865-2022-06165. It was reported that the patient presented in clinic for routine generator change. The pacemaker and right ventricular (rv) lead were unable to be disconnected. The set screw was unable to be removed. The physician forcibly removed the lead form the header causing a purposeful insulation breach. The pacemaker and rv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis found the calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Once the blood was removed the setscrew could be engaged by the wrench. The lead could then be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant.